Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient presented to ed with a leaking PICC line. Member of the vat team assessed, and recommended us to rule out dvt. Once confirmed negative, PICC line removed. PICC fractured at the hub (almost completely in 2 pieces). Entire device retrieved successfully as per vat nurse who removed. PICC inserted on (B)(6).

Event description:
Additional information received (B)(6) 2025: patient had an ultrasound performed to rule out dvt, confirmed negative. Patient had a new catheter inserted. There was no delay in treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.